Event description:
It was reported that during a "stone retrieval" nephrostomy procedure the wire tip frayed off. The physician was attempting to place an accustick ii system and stated it "did not operate properly". The physician stated that the tip of wire frayed off. A portion of the wire was left in pt. The site stated that "the pt is fine and the procedure was terminated after several different attempts to gain access for a nephrostomy tube placement". At the time of this report, the pt was transferred to another hospital and the wire remains in the pt. No further info is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will not be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.